Event description:
It was reported there was an infection at the stimulator location following implant. The patient had redness and heating around the stimulator, and the patient was receiving intravenous (IV) antibiotics 24 hours a day 7 days a week for a 6 week period. The IV antibiotics were started about 4 weeks after the device was implanted. The reporter also stated the device recharging was causing "issues" with the redness at the stimulator site. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3777 lot #v778234014 implanted: (B)(6) 2011 lead model 3888 lot #v369178 implanted: (B)(6) 2011 lead model 3888 lot #v645666 implanted: (B)(6) 2011 extension model 37082 serial #(B)(4) implanted: (B)(6) 2011 programmer model 37743 serial #(B)(4) recharger model 37752 serial #(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was scheduled to be explanted on (B)(6) 2011 due to the infection. Additional information received from a manufacturer representative reported that the patient had experienced pinching and burning, but an infection was not confirmed. The plan of care was to have the battery explanted, but the date of the operation was not known.

Event description:
Additional information. The health care professional (hcp) stated the patient also had tenderness around stimulator, and the patient's pain and discomfort was a 5 out of 10 when the site was touched. Despite being on the IV antibiotics there was no major change to the patient's symptoms. The hcp noted the patient never showed a warm area or red streaks or any purulent discharge. The patient also did not have any fever or chills. The hcp stated the patient's discomfort was intolerable so the patient requested the device be explanted. It was also noted the patient had back pain that was a 10 out of 10 and was worse when the patient stood or walked. The device was relieving the patient's back pain by 50%. The device system was removed, and during the explant, the surgeon did not see any sign of infection. The patient had a follow up appointment with his hcp 3 days after the explant procedure. At the time, the patient's dressings were intact and no drainage was noted. The patient was going to continue on IV antibiotics for another 7 days although there was still no sign of infection. The patient was to call the hcp if there were any problems or concerns and was to return to the office on an as needed basis.